Manufacturer narrative:
Model number/catalog number :sc-3138-25; serial number: (B)(4), batch/lot number:16720442/16554696, model/catalog description: lead extension kit 25cm. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure and lead extensions were explant. The patient was doing well postoperatively.